Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. On the same date a suspected type iiib endoleak was noted within the flow divider of the main body bifurcate stent graft. The endoleak was also observed during the one-month follow-up, as well as at five months and eight months. It was discussed that placing a cuff might be an option; however, it was decided to perform another check in a couple of months to determine if the aneurysm is being filled before making a decision. No cause was reported. No additional clinical sequalae were provided and the patient will be monitored.